Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that there is no specific design related issue identified on the returned device by product development. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was discovered broken before surgery; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during preparation for a surgery, after unpacking sternal zipfix and attaching at the zipfix instrument the distal tip with the needle is broken. The patient was not involved. This is report 1 of 1 for (B)(4).